Event description:
The patient had communicated to baxter that she was having issues during therapy with fibrin. A follow up call was placed to the patient's nurse at which time the nurse indicated that the patient would be switching to hemodialysis related to the fact she had peritonitis. No other information was provided. There were no allegations against any baxter's products in this case of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, and patient discarded supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the minicap (gd871640) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that, "k ii was revised following a complication of deep infection. Awareness occurred as the result of reviewing the date set submitted as part of a retrospective clinical study."